Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead; 419478 lead, implanted : (B)(6)2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of high sensing integrity counter (sic) and fast non-sustained ventricular tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.